Event description:
The complainant alleged that during a routine shift check by a biomed the device would not charge or discharge while using paddles. The complainant indicated there was no pt involvement with this reported malfunction.